Event description:
I received my new freestyle 3sensors and the first one simply failed to work so I replaced it and shortly after that my sensor read replace sensor, it had fallen out and was lost. I have been using the free style since (B)(6) 2024 and had never encountered a problem and now I have lost use of 2 sensors. My lot # is t600002392 ohf5kdalc 2025-03-31. I am requiring about a replacement sensor or two. My name is (B)(6) my primary care physician is doctor (B)(6) and my endocrinologist is doctor (B)(6). Please help me: I have recently recovered from fournier gangrene because of improper recording of blood sugars and I do not want a recurrence. Reference report #mw5161906.